Event description:
It was reported that a spectrum pump failed a flow accuracy check during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer provided the following additional information. The device failed the accuracy check with an underinfusion. The flow rate was 200ml/hr and the volume to be infused was 50ml. The actual volume infused was below the acceptable criteria, 5%. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.